Manufacturer narrative:
Motor error alarmed during basic occlusion test due to faulty force sensor (gold). Unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken insulin pump belt clip slot.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 187 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.